Event description:
A customer contacted physio-control to report that their device had unexpectedly shutdown twice during patient use. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section h10 additional mfg narrative of initial MDR indicated: a physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h10 additional mfg narrative of initial MDR should indicate: a physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. The device was sent to the product assessment center (pac) for further evaluation. The electronic device records were reviewed and it was observed that the device unexpectedly lost power during code summary print on (B)(6)2021. A root cause of the reported issue can not be determined.

Manufacturer narrative:
(B)(6). Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device had unexpectedly shutdown twice during patient use. This issue is patient related; however there was no adverse patient outcome reported.